Event description:
The affiliate stated the customer reported discrepant and elevated troponin I (access accutni) results for two patients and discrepant creatine kinase-mb (ck-mb) results for one of the patients involving the unicel dxi 800 access immunoassay system. This report is two of three referencing patient #2 on the event date noted. The original results were released out of the laboratory. There was no report of patient consequence or change in patient treatment associated with this incident. Subsequent testing of the sample, on an alternate unicel dxi 800 system, produced a higher troponin result above the acute myocardial infarction (ami) limit. The patients¿ samples were collected in 5 ml becton dickinson (bd) lithium heparin plasma tubes. Quality control (qc) and assay calibration were within specifications prior to the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) performed system check, peristaltic pump check and high sensitivity (hs) system check, and noted hs system check did not pass. The fse replaced a faulty peristaltic pump tubing and repeated hs system check. The fse performed system preventative maintenance and the instrument performed within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the peristaltic pump tubing is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. This medwatch report is related to mdrs: 2122870-2013-00865 and 2122870-2013-00867.